Event description:
Difficulty removing the starclose device following clip deployment. After consulting the device representative, the device was successfully removed by applying significant tension to the starclose device.